Manufacturer narrative:
The manufacturer previously reported receiving information indicating a patient passed away in 2019. The caregiver is alleging the death may have been linked to device use related to sound abatement foam degradation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information indicating a patient passed away in 2019. The caregiver is alleging the death may have been linked to device use related to sound abatement foam degradation the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.